Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia detected by a continuous glucose monitor, with a confirmatory fingerstick reading of 273 mg/dl, while infusion set and pump operation appeared normal with no alarms or observed leaks, and the user performed a guided infusion set change. Symptoms included elevated blood glucose. Outcomes included improvement in glucose levels after the set change. Investigation included remote troubleshooting and user education on infusion set replacement. Investigation of this case revealed no device alarms, no confirmed infusion set occlusion, and no observed cannula damage on replacement, so the specific cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.